Event description:
Patient recieved from outlaying facility with temporary pacemaker (ddd.)pacemaker settings changed on arrival per orders and paced appropriately through night. Nurse adjusted ma per md, physician, order, patient started pausing. Ma turned up with no effect. Patient was taken to cath lab for pacemaker implant where it was discovered that the atrial ma was on instead of ventricular ma.